Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. The complaint related tests are the dimensional inspection performed at lens generation and the optical measurement performed at final inspection. The results showed all dimensions were within specification. Also, the in-line optical inspection data showed the lens was within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Also, the dfu contains a specific section on lens power calculations and precautions with respect to refraction measurements. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zct150, was performed because the female patient experienced a lens power surprise and a lens rotation which resulted in poor uncorrected visual acuity. The lens rotation was not due to patient anatomy. There was no incision enlargement, vitrectomy, or other surgical intervention done. There was no patient injury. The replacement lens was the same model but of a different diopter (12.5). The explanted lens will not be returned. No further information was provided.